Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. No additional service info is available at this time.